Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion from the insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is likely due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of the event is unknown. A supplemental report twill be submitted when provided.